Manufacturer narrative:
D10 concomitant devices: (B)(6) 02-020-13-0235 - truliant cr cem fem cr cem left sz 3.5 (B)(6) 02-022-45-3535 - truliant tib fit tray cem sz 3.5f / 3.5t (B)(6) 200-02-32 - three peg patella 32mm the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's knee was revised. Patient stated that his knee was "amputated" because of the knee replacement as there were months of permanent nerve damage. In addition, he can't hear in the left ear. He also reported a few inches of scars.